Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents and/or complaints from this lot. It was reported that the device was prepped inside the anatomy. It should be noted that the coronary dilatation catheters (cdc), nc trek rx, global instructions for use (IFU) specifies: all air must be removed from the balloon and displaced with contrast prior to inserting into the body, otherwise, complications may occur. In this case, it is unknown if the violation of the IFU caused or contributed to the reported complaint. The investigation was unable to determine a conclusive cause for the reported balloon rupture. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a 90% stenosed lesion in the left anterior descending artery. A 3.0x12mm nc trek rx balloon dilatation catheter (bdc) was prepped (air aspirated) inside the anatomy prior to use. Additionally, the balloon ruptured during the first inflation at 12 atmospheres. The procedure was successfully completed with a new 3.0x12mm nc trek bdc. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.